Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was an audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the pump was returned with normal bolus, audio bolus, alert, reminder, warning and alarm/error sound features set to high and the temp basal set to off. The pump booted to the verify screen with audible and vibratory features. The audible alarm reading measured within specifications. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the battery compartment was cracked.